Event description:
Smiths medical int'l ltd. Has been notified of an event that cuff leakage was found after in use for four hours. It is not known if the tracheostomy tube was pretested per the instructions for use. No adverse outcome to pt.